Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs, scai stage d). During the hospitalization, the care team initiated a console exchange from a lowell general console to a tufts console. During the exchange process, when connecting the purge disc, the system displayed repeated error messages stating, ¿purge disc not detected.¿ multiple purge cassettes were attempted; however, the error persisted. Subsequently, the patient expired. The reported events are purge disc not detected, medical device revision or replacement, hemodynamic instability, and death. The death is being conservatively reported to the impella cp due to a temporary interruption of hemodynamic support during the console exchange. However, the patient¿s death is more plausibly attributed to the severity of the underlying ami/cgs (scai stage d) and critical condition.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.